Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient, who was already in hospital, reported that the subject meter was reading inaccurately around 7pm on (B)(6) 2018, when she obtained an alleged inaccurately high blood glucose result of ¿136 mg/dl¿ on the subject meter compared to ¿32 mg/dl¿ on the hospital¿s unknown meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The patient manages her diabetes with humalog and lantus insulin (no adjustments). She reported that ¿almost right after the comparison¿, she developed symptoms of ¿hot, sweaty, shakiness, not feeling well and confusion¿. She stated that ¿on the same day¿, she received hcp treatment of ¿IV fluids with antibiotics, and was on isolation¿. The patient was unable to provide the time of the treatment and it is not known if the treatment was provided in response to the reported symptoms. The patient indicated that the following day, she had again compared the result on the subject meter to that provided on the hospital meter and obtained results of ¿62 versus 38 mg/dl¿. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient also confirmed that she had used an approved sample site to obtain the blood samples and she described the correct testing steps. She did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms that meet lfs¿ criteria for a serious injury adverse event, after obtaining an alleged inaccurately high blood glucose result on the subject meter.